Event description:
Medical affairs was unable to get a hold of the patient and will be sending a letter to obtain more clinical information. Based on the information provided, this case is being reported as an adverse event. Patient claims that the meter would not power on when a test strip was inserted into the meter. Patient tried different lot #'s and still no power. Patient took glucose one day because patient was having symptoms of low blood sugar and passed out. Patient's spouse called the paramedics, who treated patient with IV due to low blood sugar. No information on what the paramedic's meter read. Customer service was unable to resolve the issue and sent patient a new meter.